Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9,g4,g7,h1,h2,h3 and h6. During the initial pullback of the 6f-7f mynxgrip vascular closure device (vcd), after inflating the balloon; the balloon popped. Therefore, the physician replaced the device with the same size mynxgrip vcd; however, the balloon popped again the second time. The physician attempted again for the third time with another mynxgrip device and it was successful this time. There was no reported patient injury. The user was trained with the device. The devices were opened in a sterile field. The type of procedure the mynx vcd was used in a was an interventional peripheral procedure the procedure used a retrograde approach. An unknown pta balloon was used and a 7f cordis brite tip. The femoral arteries were suitability verified on angiography and venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity noted. The stick location was the common femoral artery. There was some presence of peripheral vascular disease / calcium in the vicinity of the puncture site. Hemostasis was achieved by using another mynx device. Manual compression was done for 30 minutes. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage in distal end of the sheath after removal. (B)(6) the product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The sealant was found inside the shuttle cartridge. The procedural sheath was not returned. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon, approximately 4.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1931503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 131418-2 the product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The sealant was found inside the shuttle cartridge. The procedural sheath was not returned. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon, approximately 3.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f193150 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of both of the returned devices. The exact cause of the reported events could not be conclusively determined. Vessel characteristics, such as the pvd and calcium reported, may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr reviews nor the product analyses suggest that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This report is related to report number. 3004939290-2020-01967. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot # f1931503 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the initial pullback of the 6f-7f mynxgrip vascular closure device (vcd), after inflating the balloon; the balloon popped. Therefore, the physician replaced the device with the same size mynxgrip vcd; however, the balloon popped again the second time. The physician attempted again for the third time with another mynxgrip device and it was successful this time. There was no reported patient injury. The user was trained with the device. The devices were opened in a sterile field. The devices will be returned for evaluation.